Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display anomaly. Customer's blood glucose level was 250 mg/dl. Customer replaced the battery and the device is completely off. Troubleshooting for the blank display was performed. Customer replaced the device with a new aaa lithium alkaline battery and the display returned. Customer also had a battery out limit alarm and a failed battery test alarm on the device. Customer was advised on how they received those alarms and what they are. Customer was advised to monitor the device and call back if problems persist.